Event description:
The pt was injected in the nasolabial lines and marionette lines. The pt allegedly developed hardness and pain. The pt had a culture taken.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.